Event description:
During an in-service training with a zoll medical sales representative and the facility staff, the device's display was yellow and not-readable. There was no patient involvement in the reported malfunction.